Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.

Event description:
The mother of this (B)(6) child reported that on the (B)(6) 2014, the mother measured his blood sugar and mobile showed 187 mg/dl at 19:07 hrs. The mother did not think of making a second test immediately after. The child lay on the sofa, was falling asleep, twisting his mouth and frothing at the mouth. The mother immediately went to the hospital by car. The child was on the back seat having convulsions. After 30-40 minutes, they reached the hospital, the nurse immediately measured blood glucose at 50 mg/dl. They gave him some sugar and the child vomited gastric juices. The child was hospitalized for four days. Strips are not available for return.